Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported a battery out limit alert and a keypad anomaly. The blood glucose reading was 120 mg/dl. The insulin pump alarmed battery out limit after a new battery was installed. The patient stated that the batteries were not out of the unit longer than the recommended duration. The customer further stated that none of the buttons were responding. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.